Event description:
Draeger medical systems, inc. Has received information from our local office indicating that an incident occurred involving an accessory product, (patient monitor wall mounting bracket) that broke and fell to the floor with a patient monitor attached. No patient injury was reported. We have requested the return of the cited patient monitor and wall mounting bracket accessory for evaluation.